Manufacturer narrative:
Product event summary: manufacturer¿s analysis noted that the adaptor cable had a bent pin. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the adaptor cable originally returned as an associate device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.